Event description:
Reference number (B)(4). Event occurred in brazil, it was reported that the patient's mother contacted the healthcare provider to report issues with her son's cannulas. She informed them that her son was experiencing insulin leakage between the cannula and the catheter. This problem had occurred in six samples since (B)(6) with one incident per day. The patient uses the cannulas in various sites including his abdomen, legs, flanks, and arms, but insulin leakage was observed at all sites. As a result, the patient experienced high blood glucose levels, exceeding 300 mg/dl. The mother confirmed that the patient does not have lipodystrophy, and the consumables do not appear to be visually damaged. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 5408424 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 30 on reference samples, 10 samples out 10 samples passed the test. Visual test according to with wi version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi version 7 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 5408424 manufactured according to the document wi version 42 on the packing process in the line multivac 07, on 12/jan/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 5408424 and no other one complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.